Event description:
It was reported that there was possible early battery depletion. The device remains in use but there is a plan to replace it. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Eri (elective replacement indicator) reached on (B)(6) 2010.